Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 slidemaker leaked approximately 2 ml of waste fluid onto the countertop. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) re-tubed the sample access module, replaced solenoids (B)(4) and the check valve for 5 psi. The fse verified the results met published specifications.

Manufacturer narrative:
(B)(4).